Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleging possible under delivery. The customer blood glucose level was 417 mg/dl at the time of incident. Customer¿s other blood glucose levels were 319mg/dl, 421mg/dl, 498mg/dl, 500 mg/dl, 511mg/dl, 452mg/dl,552mg/dl, 389mg/dl, 453mg/dl, 412mg/dl, 497mg/dl, 437mg/dl, 480mg/dl,482mg/dl, 494 mg/dl, 457 mg/dl, 347 mg/dl, 486 mg/dl, 489 mg/dl, 484 mg/dl, 388 mg/dl, 496 mg/dl, 547 mg/dl, 557mg/dl, 559 mg/dl, 406 mg/dl, 436 mg/dl, 429 mg/dl, 521 mg/dl, 496 mg/dl. Customer experienced symptom such as irritation and tiredness. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus and manual injection for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Reasons why customer alleging insulin pump was under delivering that because they was high for about one month. The device will not be returned for analysis.